Manufacturer narrative:
The battery pack associated with this complaint was not returned and thus the root cause could not be determined. The customer reported their AED maintenance as monthly. Troubleshooting of the AED with the customer identified that the AED is functioning as designed and can stay in service. As a follow up with the customer, the proper maintenance of this device was reviewed. The IFU states: improper maintenance can cause the defibtech ddu series AED not to function. Maintain the ddu series AED only as described in the user manual and operating guide. The AED contains no user-serviceable parts- do not take the unit apart. Follow all battery pack labeling instructions. Do not install battery packs after the expiration date. The available information does not indicate that the device did not perform as intended or failed to meet product specifications. This device is used for treatment, not diagnosis. Should additional information become available a follow-up MDR shall be submitted.

Event description:
The customer reported that their AED is displaying "AED error or warning; asi blank". The reported event did not occur during patient use.